Event description:
Pt became bradycardic and hypotensive after closed circuit drain was suctioned. Was unsure what caused the incident. It happened again on 7/17/99 at 0145. Still unsure what caused the incident. Ventilator and circuit were changed after second incident. After similar incident occurred on another pt on 7/22/99, it is speculated that the cause of the three incidents is the same. When the water is suctioned from the closed circuit drain, the negative pressure causes the passive exhalation diaphragm to stick. The pt cannot exhale. The lungs over expand causing cardiac tamponade with subsequent bradycardia and hypotension.